Event description:
Reporter alleged obtaining a discrepant blood glucose result of 230 mg/dl on the advantage system compared back to back with a result of 119 mg/dl on the professional system where she works, when testing was performed within 10 mins. Reporter indicated that she was experiencing some hypoglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.